Manufacturer narrative:
This is a duplicate of report # 2031642-2018-00773.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator had no oxygen (o2) or high o2 pressure every few weeks and the only way to resolve is to disconnect the o2 hose to relieve pressure.the ventilator was no in use on a patient at the time of the event occurred.